Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) implant device was not fully inflating due to a mechanical issue. The physician attempted to remove the device through revision surgery on (B)(6) 2025. During the procedure, after the physician made a penoscrotal incision and started to dissect down to the corpora, the physician saw the catheter tubing had perforated the urethral wall. The perforation was seen at the penoscrotal junction. The surgeon repaired the injury and aborted the revision procedure in order to allow the patient's urethra to heal. On (B)(6) 2025 the patient underwent a revision surgery at which time the physician successfully removed and replaced the entire ipp device. There were no further complications. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).